Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse events resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient had developed a rash underneath the lifevest. The patient saw her physician, and the physician determined that the irritation was caused by a metal allergy. The physician recommended a cortisone cream for the irritation. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown. Additionally, a us distributor returned the patient's electrode belt and reported that the patient was experiencing frequent gong alarms.